Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low p/r wave amplitude measurements and possible loss of capture on telemetry were noted on the right atrial (ra) lead and right ventricular (rv) lead shortly after implant.  Both leads remain in use.  No patient complications have been reported as a result of this event.